Event description:
It was reported that as the physician repositioned the microcatheter, the coil broke. The proximal portion of the coil was removed with the microcatheter. Part of the distal section of the coil stretched down the petrous segment of the internal carotid artery. The physician was able to "push up the stretched piece of coil" using a snare device and two stents were placed to secure the remaining coil to the vessel wall. The patient was reported to be in stable condition and has been discharged from the facility.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.